Event description:
This senior medical affairs specialist spoke with the patient/layperson on 1/6/09 regarding the reporter/layperson's (daughter's) in late 2008 allegation that the patient experienced hypoglycemia due to an error 2 prompt on his meter. The patient reported the following: two days prior, the patient successfully tested in the morning at home and injected his humalog based upon the number of carbohydrates. Later the same day while stranded in an airport, the patient attempted to test, obtaining the er2 message. At 10 pm, assuming the meter would still prompt er2, the patient did not attempt to test, and injected what he assumed was enough humalog to cover the carbs in a whopper sandwich. Still stranded, trying to sleep on the floor, the patient awoke at 3 or 4 a.m, 12/21/08. He hollered for help and was panic stricken (reportedly his usual symptom when hypoglycemic). Another traveler gave him orange juice after which he also consumed his own glucose tabs. Firemen were called and obtained 70 mg/dl on their meter after his earlier consumption of glucose and oj. The fireman then walked him to starbucks to eat a croissant. The patient reportedly felt better and continued with his travel plans. The complaint is classified as reportable due to the alleged treatment for hypoglycemia after the reported product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.